Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be related to use of the product. One 4 fr s/l powerpicc solo catheter was returned for evaluation. An initial visual observation of the returned catheter showed use residues along the device. Compression damage was observed from the 1 cm depth marker to the 3 cm depth marker. A longitudinal split was observed at the 0 cm depth marker. A functional test of infusing water into the catheter using a 12 ml syringe revealed a leak along the catheter shaft at the 0 cm depth marker. A microscopic observation of the split at the 0 cm depth marker of the catheter shaft showed an uneven split with fracture edges that curved into the catheter shaft. The fracture surface appeared smooth and shiny, and the split was observed to have a septum of catheter that was still attached between the split site. The damage found at the 0 cm mark of the catheter shaft was observed to be related to contact of the catheter with an instrument such as forceps or other medical instruments. Contact of the catheter with an instrument may cause damage to catheter, thus potentially causing a leak. No damage/defect was observed along the catheter related to the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that after 4 weeks the catheter is leaking and there is a little their in the catheter. The PICC-line has been used from the (B)(6) 2025 until the (B)(6) 2025 and was placed at the 4- cm mark, but the leak was with the 0 cm-mark. Catheter secured with securacath. However, securacath was not near the insertion site at any time. Catheter glue was used during placement but not in the weeks after. A new catheter was no inserted as treatment was finished. The leak did not cause a delay in treatment or contribute to poor patient outcomes.